Event description:
Blood glucose results of "300 mg/dl" with a lifescan meter and "204 mg/dl" on a laboratory device, performed within 21-30 mins of each other. Between the tests there was no interventin that would be expected to change the blood glucose. A potential malfunction of the meter in terms of accuracy.